Manufacturer narrative:
Additional information: h3, h4, h6, and h10. H4: the lot was manufactured between february 24-28, 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed no fluid in the bladder which suggested an overinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospitals. E1: initial reporter postal code (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor over infused. The expected therapy time was 46 hours; however, the pump was empty within approximately 18 hours after initial infusion. The was no leakage at the port side or around the infusion line. The balloon itself was fully intact. It appeared that the flow restrictor allowed the drug to infuse too quickly. The device was filled with 1800mg of flourouracil hs diluted in 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.